Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, customer encountered a non-recoverable fault error on universal surgical manipulator (usm) 4. Site contacted intuitive surgical, inc. (Isi technical support. The technical support engineer (tse) reviewed system logs, which confirmed the error reported by universal surgical manipulator (usm) 4 axes controller spar (acs) board. The customer performed a hard reboot/emergency power off (epo) on the patient side cart (psc) with no change. The customer elected to disable usm 4 and proceed using 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site for further investigation. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) 4. System was testing as ready for use. Isi has received the usm for failure analysis. This usm was analyzed, and the reported error 32056 was confirmed but not replicated. In system logs, the 32056 was found on acs indicating i2c fault on insertion, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a testing system where all relevant testing was passed within specification. The probable root cause is attributed to the insertion searchlight pca component.